Event description:
Fentanyl 250ml (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours; however, it completed in 45 mins. Pt was already intubated on ventilator. No immediate noticeable harm to pt. FDA safety report ID# (B)(4).